Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Event description:
A health care provider (hcp) reported the patient had a sudden visual problem since (B)(6) 2016. The hcp stated patient's indication for use was parkinson's dual and movement disorders, not visual problems. No diagnostics, actions/interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2016-02700.